Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose was ruptured. Therefore, the reported condition was confirmed. It was determined that an outside force was applied to the hose causing a restriction great enough to block the return air flow to the muffler; therefore, the return air built up pressure great enough to burst the outer hose. The assignable root cause was determined to be due to improper handling, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during reprocessing, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device hose was ruptured. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.